Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the nurse who initially reported this complaint and obtained additional information regarding the reported event. The nurse indicated that the instrument was inspected prior to the surgical procedure and no issues were observed. She estimated that the hysterectomy procedure took about 2 hours to complete and the instrument was in use during most of the procedure. Near the end of the surgical procedure, the surgical staff noticed that the wires near the wrist of the instrument were broken and frayed. According to the nurse, the surgical staff did not see any fragments fall into the patient. Contrary to the initial report, no fragment was detected to have fallen into the patient. However, due to hospital policy, the surgical staff performed an x-ray to look for potential fragments that might have fallen into the patient. The x-ray did not find any fallen fragments. The nurse indicated that the patient did not experience any intra-operative or post-operative complications. She denied that there were any instrument collisions during the surgical procedure. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that a cable on the instrument broke and an x-ray was performed to search for potential fragments that might have fallen into the patient. The x-ray performed on the patient did not find any fallen fragments.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff indicated that a cable broke on a megasuture cut needle driver instrument and a 2cm fragment fell into the patient.